Event description:
Reportable based on device analysis completed on 10-sep-2018. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation, it was noted that the balloon did not inflate under the pump. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Multiple kinks are present along the shaft. There is a longitudinal tear in the shaft 22.1cm from the tip. Microscopic examination revealed the tip is damaged and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.